Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl and ckmb results on several samples from a single pt that were generated by the unicel dxi 800 access instrument. The accu tnl results and elevated ckmb results are listed in the table below b6. The pt samples were stored refrigerated and were re-centrifuged and re-tested for accu tnl and ckmb 2 days later. The repeat accu tnl results and associated ckmb results are listed in the table below. B6. No additional info was provided regarding this event. The customer indicated that there has been no report of pt injury attributed to or connected with this event.